Manufacturer narrative:
Taper unknown. (B)(4). The reporter of the complaint was asked to return the product for analysis as well as indicate the product serial number, date of event, implant date and explant date. Since allergan has not yet received this information the connector type cannot be identified nor an assumption made as to the type of connector associated with this complaint. Visual examination may determine the connector type. Allergan has not received the product at this time. Therefore, no analysis or testing has been done. Pulmonary embolism, dyspnea, abdominal pain, and chylous ascites are surgical/physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Device labeling addresses the reported events of pulmonary embolism and dyspnea as follows: specific complications of laparoscopic surgery can include spleen damage (sometimes requiring splenectomy) or liver damage, bleeding from major blood vessels, lung problems, thrombosis, and rupture fo the wound. Device labeling addresses the reported event of abdominal pain as related to the lap-band system that occurred in fewer than 1% of subjects included: esophagitis, gastritis, hiatal hernia, pancreatitis, abdominal pain, hernia, incisional infection..." Device labeling addresses the reported event of surgery related complication/observation as follows: "complications which may result from the use of this product include the risks associated with the medications and methods utilized in the surgical procedure, the risks associated with any surgical procedure and the patient's degree of intolerance to any foreign object implanted in the body."

Event description:
Reported events of "shortness of breath", "abdominal pain", "pulmonary embolism", and "chylous ascites" from journal article: "successful management of chyloperitoneum after laparoscopic adjustable gastric banding in 2 patients", surgery for obesity and related diseases 7 (2011) 122-123.